Manufacturer narrative:
Qn #(B)(4). The customer returned one unit of 002200 horizon ti ml 6/cart 180/box for investigation. The device was returned open without the packaging. Evidence of use in the form of biological material was observed on the cartridge. As a result, the reported complaint could not be fully confirmed and conclusively linked to a manufacturing issue. Six correctly seated clips were returned in the cartridge. The reported complaint of "packaging damage - sterility compromised" could not be fully confirmed and conclusively linked to a manufacturing issue. A DHR review was performed with no evidence to suggest a manufacturing related cause. Evidence of use in the form of biological material was observed on the cartridge. As a result, the reported complaint could not be fully confirmed and conclusively linked to a manufacturing issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during the inspection, it was found that 1 cartridge was unsealed, with no signs of adhesive or any indication that it had been sealed". No patient involvement.

Event description:
It was reported that "during the inspection, it was found that 1 cartridge was unsealed, with no signs of adhesive or any indication that it had been sealed". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.